Event description:
The laser system has the following problem: "water flow error". No adverse effects to patient were reported, failure happened during product installation.

Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury.